Event description:
It was reported stimulation had not been working for approx one month. Telephonic troubleshooting with the MFR facilitated communication between the pt programmer and ipg, identifying the need for the ipg to be charged. The pt also reported feeling stimulation in her stomach, rather than the intended areas. The pt is currently incarcerated. A st. Jude medical rep is awaiting security clearance to meet with the pt and her physician for reprogramming and further troubleshooting.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.